Manufacturer narrative:
No further information could be obtained on the use or the scenario in how this occurred.

Event description:
Sales rep called, stating the tip of a threaded fixation pin broke off in the patient's bone. While trying to extract the pin that was holding the lumbar plate in place, the tip broke under the plate. The surgeon determined to leave the broken tip in the bone as not to disrupt the position of the plate. The product was not able to be obtained for evaluation.